Event description:
It was reported that the atrial lead perforated the lateral wall of the right atrium. The helix of the lead aggravated the right lung, causing the patient shortness of breath and fluid/blood had to be drained from the lung. The lead was repositioned and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: d314drm, ICD, (B)(6) 2014. (B)(4).